Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during a follow up, increased pacing threshold was observed. X-ray revealed dislodgement. The lead was explanted and replaced. The patient's condition was stable after the surgery.